Manufacturer narrative:
(B)(4). Date sent: 6/12/2023. D4: batch # 259c58. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60d reload (a) loaded on the device. The reload was received fully fired with some b-form staples on the reload deck. In addition, a gst60d reload (b) was received with the one-piece sled detached and unfired making it non-functional. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. The articulation mechanism was totally functional during functional testing. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on why the one-piece sled is detached, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the one-piece sled is present. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. A manufacturing record evaluation was performed for the finished device batch number 259c58, and no non-conformances were identified.

Event description:
It was reported that a part of a magazine fell out when it was inserted. With a new magazine, the endocutter could no longer be opened or straightened intraoperatively. Could only be completely removed with a trocar. Could then be triggered outside of the patient. A new device and magazine were taken. Surgery could then be finished. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/5/2023. Batch # unk. Date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Additional information was requested, and the following was obtained: 1. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? 2. Did the jaws eventually open? 3. Could you please clarify if there were any patient consequences? 4. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No further information available. A manufacturing record evaluation was performed for the finished device lot/batch number, a9c38u, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.